Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scopes image was black. No harm reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed, the investigation found no image.. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure from degradation. Olympus will continue to monitor field performance for this device.